Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device performance issue. Patient was unhappy with the lgx and wanted to replace with the cx. The lot number for the original lgx that was removed is unknown.